Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info that is provided, this case is being reported as a malfunction. Pt called alleging that the meter powers off during use. Pt had replaced the batteries and meter was still powering off while pt was using it. Pt was experiencing symptoms of feeling weak and since meter was not working, they had to go to the ER on two separate occasions and was treated with insulin. No info on what the readings were in the ER. Customer service was unable to resolve the issue and sent pt a new meter.